Manufacturer narrative:
Ticket searches determined that there was normal complaint activity for complaint lot 91529li00. Tracking and trending report review for the architect havab-m assay determined that there were no related trends. Retained reagent kits of lot 91529li00 were tested in a sensitivity setup including additional replicates of positive control. The reagent lot showed normal performance and no false non-reactive results were obtained. Additionally, the clinical sensitivity of the reagent lot was evaluated by testing a commercially available seroconversion panel. The results were compared to the architect havab-m test results provided by the panel manufacturer. Reagent lot 91529li00 detected the same first reactive bleed with comparable s/co values. Based on this data it was shown that the sensitivity performance is not adversely affected. Manufacturing documentation for the lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect havab-m, reagent lot 91529li00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported imprecise and a (B)(6) result for one patient. The patient's samples (sample ids (B)(6)) generated one (B)(6) result of (B)(6) and multiple (B)(6) results ranging from (B)(6) to (B)(6). No impact to patient management was reported.